Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with non-sustained rv oversensing. Review of the stored electrograms confirmed the presence of noise on both atrial and ventricular channels. Abbott technical support suggested bringing the patient to the clinic and attempt to reproduce with deep coughing or isometrics. Additional information was requested but has not been received. The patient was stable and will continue to be monitored.